Event description:
16 french foley catheter to place and when I opened it up, I noticed the tip of the catheter was super kinked, unable to be used. I was told to call regarding defective item. Item number is 1758si16nghv2549. 16 french 10 ml foley catheter.